Manufacturer narrative:
H3: the actual sample was not available however, a picture was provided for investigation. During visual inspection of the provided photo, white deposits in the header cap was visible. The reported condition was verified. Based on further investigation the obstruction of the ultrafilter may be caused by contaminated water, undissolved bicarbonate powder or other residuals in the fluid path of the dialysis machine. This is no product failure of the ultrafilter. The ultrafilter is used to filter out such substances from dialysate path, and therefore, depending on the purity of the water used, dialysate concentrate and bicarbonate powder, the live cycle of the filter is limited. Therefore the cause of the reported condition is not related to the ultrafilter. A batch review was not conducted due to missing information could be done. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a u9000 set and an ak 98 machine, "a lot of white crystals" were observed in the set. The machine generated a " stuck line" alarm. The event occurred during disinfection. There was no patient involvement. No additional information is available.